Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type lead product ID 377860 lot# v013676, implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead product ID 3708120 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type extension product ID neu_unknown, serial# unknown, product type unknown. (B)(4).

Event description:
It was reported that after "the patient¿s first," a year later the surgery was redone because a bracket was too large and pinching in the neck.